Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a "no message appears" issue with the adc device and was therefore unable to receive readings or alarms. As a result, customer experienced a loss of consciousness, dizziness, and was unable to self-treat. No treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
The customer reported a "no message appears" issue with the adc device and was therefore unable to receive readings or alarms. As a result, customer experienced a loss of consciousness, dizziness, and was unable to self-treat. No treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial no) has been updated from (B)(6) to (B)(6) based on the returned product. Section d4 (device expiry date) & h4 (device mfg date) have been updated based on the returned product download. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was successfully extracted from the returned sensor using approved software. Sensor data was analyzed and no abnormalities were observed. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. Additional information: section d4 (serial no) has been updated from (B)(6) to (B)(6) based on the returned product.